Event description:
It was reported that the handpiece caused an error 4 when connected to generator. The error could not be cleared and a second handpiece was used to complete the case. No pt consequence reported.

Manufacturer narrative:
(B)(4).